Manufacturer narrative:
Results evaluations (other): investigation: the returned unit was functionally tested and the report of leakage was confirmed. The source of the leakage was identified as a tear of 0.5mm, 18mm from the distal tip of the tube. A review of our complaints history confirmed this to be the first complaint for the lot number identified. A further review of mfg records confirmed the presence of an inflation check carried out on 100% of this product line. A defect of this nature would have been readily detectable during this check and the defective product destroyed. Root cause: it is stated that the product was tested prior to use and only became deflated one day following insertion. As such, this incident is unlikely the result of an assembly fault. We feel the most likely cause for this incident is that the cuff became damaged following inflation of the product cuff, resulting in the cuff deflation. Though these products are design to be as robust as functionally possible, deflation of the product cuff on the pt anatomy can be experienced. This report has been logged for trending.